Event description:
The customer reported a integrilin under infusion. The staff was called to the room for a "patient emergency". The nurse had started to bolus of normal saline for the patient's hypotension, but instead of bolusing the normal saline, she bolused the nitroglycerin. The nurse reported that she looked at the channel label on the pump and saw "IV fluids" and just increased the rate on that channel. The nitroglycerin was reported to have run at 500ml/hr for about 2-3 minutes. The nitroglycerin was stopped. It was intended to be running at 1.5ml/hr. The normal saline channel was running at 20ml/hr. Another pump had integrilin infusing also at an incorrect rate of 1.5ml/hr. The intended rate for integrilin was 17.9ml/hr. After the patient stabilized, the devices were removed and sent to the hospital biomed. The nurse reported 30 minutes prior to the patient event, she rec'd an unusual error message on the pump. The nurse is not sure if she restarted the channel or if she powered the system off and reprogrammed everything. This file is for the under infusion of integrilin. There was no patient harm or medical intervention. No further patient/event info was provided.

Manufacturer narrative:
Manufacturer's report date: march 19, 2014. Internal no: (B)(4). This report was filed by the manufacturer. Devices not rec'd, log review only. The customer has requested an event log review. The event logs have been rec'd and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.